Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/29/2025, an arthrex subsidiary employee reported via email that an ar-1588rtt acl fibertag tightrope implant was successfully sutured and fixed to the graft. However, the white loop suture broke while passing through the knee joint, causing the button and graft to disintegrate and become unusable. The procedure was completed using a replacement ar-1588rtt acl fibertag tightrope implant. There was no significant delay, no additional anesthesia was administered, and no adverse effects were reported. No details were provided regarding bone preparation or the quality of the patient's bone. The issue occurred during an acl reconstruction performed on (B)(6) 2025, with no patient harm reported.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-1588rtt batch number 15418778 was received for evaluation. Visual inspection revealed that the suture system was broken, and the device was received as pieces of the sutures. Fraying was noted on the returned sutures. The evaluation of the button noted scratches on its face. Functional testing cannot be performed due to damage to the device. The most likely cause of the reported failure is user error, such as applying excessive force, shortening the suture strands, or passing the device through sharp edges like bone.